Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. It was further reported by the caller that the patient has been having ¿nothing but problems¿ with the cardiac resynchronization therapy defibrillator (crt-d). Cultures were taken, and antibiotics was administered. The crt-d system was removed. No further patient complications have been reported as a result of this event.